Event description:
It was reported that during a prostate procedure, the tip of the side-firing fiber "snapped off fiber¿. The procedure was completed with the second device. This event is being reported conservatively as it is unknown if the tip detached inside or outside of the patient. Patient outcome: there was no report of injury to patient.